Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1- was there any unexpected result or complications as a result of the prolonged time of surgery? A: yes. One hour clinically looking for the needle and forty minutes in ultrasonography, and it was not possible to locate it during surgery. As there was a large manipulation, the surgery was contaminated and there was an important necrosis in the right breast. 2- how long in minutes did the surgery extend? A: sixty minutes 3- which fabric. Was being sutured when the event occurred? A: breast tissue. Smooth, no tension, no force, absolutely unexpected the needle to break. 4- was additional dissection required in other organs/tissues/other than the target tissue? A: no. 5- has there been any changes in postoperative care of the patient due to the prolonged procedure? A: yes. There was infection and necrosis of the right breast. In addition to antibiotics, it was left with a drain on the site. It is being accompanied almost daily, 6- did the needle fall on the patient? A: yes. It stuck and no one could find it. 7- if yes , were the pieces recovered during the same procedure? A: no. 8- have x-rays been made to locate the needle parts? Ultrasonography only. Patient will have a radiology when the infection and necrosis improves. 9- what measures have been taken to recover the broken part? A: during the surgery, by ultrasonography, and clinical tests, but there was no success. 10 - was there any additional tissue damage as a result of the search for the needle piece? A: yes, due to large infection, including necrosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased) at the time of the initial procedure? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? Was more than half the needle retained in the patient? Are there plans to remove the retained needle piece? Please provide the onset date/time of infection from the initial surgical procedure. What date was the necrosis noted? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any surgical/medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the device being returned? If yes, please provide tracking information.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2023 and suture was used on breast tissue. During the procedure, the needle broke. The surgeon looked for the needle piece for 60 minutes with 40 minutes in ultrasonography. The needle fragment was not located. As there was a large manipulation, the surgery was contaminated. The patient developed a large infection and necrosis of the right breast. In addition to antibiotics, the patient was left with a drain on the site, which was being accompanied almost daily. The patient will have a radiology when the infection and necrosis improves. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product analysis was identified as product code 1215t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.